Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the operating room lost power. All lights and medical devices were non-functional. Power was restored by backup generator in about 5 seconds, but power was not restored to the 8000 perfusion system. The perfusion team began to hand crank the arterial pump, and this continued for about 1 min. They elected to turn off the main power switch and then turn it back on. Power was restored to the 8000 perfusion system and all pumps and monitors became operational and functioned without issue for the remainder of the procedure. The pt was weaned from cardiopulmonary bypass without difficulty, and the case was completed successfully. There was no adverse consequences to the pt as a result of this event.